Event description:
On (B)(6) 2024, a patient reported to gynesonics that she underwent a sonata treatment on (B)(6) 2024. She reported that she had moderate to severe pain for 8 days afterwards that was managed by prescription pain medicine. However, while the pain is no longer severe, she still having significant pain every day. She is taking tylenol and aleve but still averaging a 3 or 4 out of 10 on the pain scale daily. The daily pain is worse than my normal period pain was before the sonata treatment. Sometimes the pain gets up to a 5 or 6 out of 10. By contrast, her normal period cramps before the sonata rarely went above a 3 out of 10 on the pain scale. She also reported experiencing hot flashes that were severe after the surgery and now are moderate.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.